Event description:
While attempting to push the catheter through the abdominal wall during a paracentesis procedure, the catheter separated from the top portion where the needle comes out from. This is the area that has a silicone-type material and visible spring inside.